Manufacturer narrative:
Patient's exact age is unknown, but the patient was reported to be over 18 years old.(B)(4) - (partial deployment).the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was used during a procedure performed on (B)(6), 2010 (patient over 18 years old; exact age, gender, weight unknown). According to the complainant, during deployment of the wallflex biliary stent in the patient's common bile duct, the physician encountered positioning problems. During deployment, the physician did not like the placement and attempted to reconstrain the stent for repositioning. The stent would not reconstrain. The physician removed the stent and the procedure was completed with another wallflex biliary rx partially covered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was used during a procedure performed on (B)(6), 2010 (patient over 18 years old; exact age, gender, weight unknown). According to the complainant, during deployment of the wallflex biliary stent in the patient's common bile duct, the physician encountered positioning problems. During deployment, the physician did not like the placement and attempted to reconstrain the stent for repositioning. The stent would not reconstrain. The physician removed the stent and the procedure was completed with another wallflex biliary rx partially covered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by 18mm and had moved distally along the inner lumen so that its proximal end was 13 mm distal to the reconstrainment band. It was also noted that the shaft was kinked at the guidewire access port. During analysis, when an attempt was made to reconstrain the stent, it was not possible due to the stent having moved distally past the tip. The outer sheath was then retracted and the stent was deployed with some resistance noted. No issues were noted with the stent or the inner lumen, but the clear outer sheath was kinked. The most probable root cause is operational context. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.